Manufacturer narrative:
(B)(6). (B)(4). Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-816 / lot: unknown (x5) part: 876-857 / lot: unknown (x1) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: post-op visit date: (B)(6) 2007. Ae onset date: (B)(6) 2007; ae description: increasing neck pain-aching 5/10. Cervical CT ordered to determine post surgery fusion status. Post-op visit date: (B)(6) 2007 other treatment CT of cervical spine (B)(6) 2007. Ae outcome: resolved; description: CT: slight integration of the interbody disc spaces into the superior c6 and c7 endplates. No solid fusion. Central canal widely patent. Uncovertebral osteophyte results in mild right c5-6 and c6-7 narrowing. No evidence of hardware loosening; additional comments: residual mild neck discomfort.